Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) replacement surgery due to the existing cuff and pump not cycling as the pump was stuck in the deactivated position. During the procedure the existing device was removed and replaced with a new aus. Upon removal the physician noted the balloon had a rip in it. The physician indicated the rip was due to the patient hernia mesh rubbing against it as he had felt something sharp near the abdominal wall. After the new device was implanted, the desired result was achieved and no further surgery was deemed required. No more information available through physician. Should additional information become available, it will be provided.